Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose was 45 mg/dl. The customer was treated with food and said that she is fine. The customer was advised that in order to troubleshoot their insulin pump, that they change the set and or reservoir. The customer was advised to clear the alarm with esc and act. The patient was advised to disconnect from the insulin pump. The troubleshooting was performed. The patient was advised that the insulin is working as designed and continue using it.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.